Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse observed bubbles in the wash pump assembly. The fse replaced the rotor, stator, and seal components in the wash valve to resolve the issue. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event. All mdrs associated with this event: 2122870-2016-00022, 2122870-2016-00023, 2122870-2016-00024.

Event description:
The customer reported obtaining non-reproducible access accutni+3 results in association with the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for four (4) patients. The initial sample (designated as sample one (1)) from the first patient (designated as patient one (1)) was reanalyzed using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a lower result, above the assay's normal reference range, was obtained. A second sample (designated as sample two (2)) from patient one (1) was analyzed using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a result above the assay's normal reference range was obtained. The initial sample (designated as sample one (1)) from the second patient (designated as patients two (2)) was analyzed using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a result above the assay's normal reference range was obtained. A second sample (designated as samples two (2)) from patient two (2) was reanalyzed using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and the alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and lower results, within the assay's normal reference range, were obtained. A third sample (designated as sample three (3)) from patient two (2) was tested twice using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and results within the assay's normal reference range were obtained. It is unknown if the non-reproducible access accutni+3 results associated with patient one (1) were reported from the laboratory, however; the customer stated the non-reproducible access accutni+3 results associated with patient two (2) were reported from the laboratory. There was no reported change or impact to patient care or treatment in association with the non-reproducible access accutni+3 results. Mdrs 2122078-2016-00023 and 2122078-2016-00024 will address the non-reproducible access accutni+3 results associated with the two (2) additional patients the customer stated quality control (qc) recovery was within the laboratory's established ranges before the event on (B)(6) 2015. The customer reported receiving wash valve/pump motion errors at the time of the event on (B)(6) 2015. Customer technical support (cts) assisted the customer with cleaning the wash valve. The customer performed a system check after cleaning the valve and the results failed. A field service visit was initiated on (B)(6) 2015, however; the task was cancelled as the customer stated the issue was resolved. The samples were plasma, collected in lithium heparin tubes. The samples were centrifuged for ten (10) minutes at 3400 revolutions per minute (rpm) at room temperature. No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.